Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) on (B)(6) 2021 that resulted in seizures at approximately 6:00am and 10:45am. Level not provided. Bg cause was not known. Customer required assistance from coworkers and emergency medical service with consuming carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.